Event description:
A renegade hi flo catheter was going to be used for a therapeutic ufe. Before the procedure, while trying to remove the device from the hoop, the catheter broke. The procedure was completed with anothter device.